Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level reaching 502 mg/dl and moderate ketones. The cause of the high bg was unknown. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.